Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station has database issue and slowed when pulled up the patients and medication list. A technical support specialist dialed into the station and noted the database size was around 9gb. Despite previously applying knowledge article and ran a reindex statements and a db shrink script; the database had bloated again. The technical support specialist then applied knowledge article and performed a full sync, which was completed successfully. After rebooting the station, the database size was checked and found to be 1462.25 mb, indicating it was no longer bloated. The station was communicating properly after the full sync, and upon testing, it was confirmed that the station was not slow. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist rectified the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, has database issue and slowed when pulled up the patients and medication list. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.